Event description:
Ge healthcare received notification of a lawsuit brought about by the patient. Notification alleges injury to patient arising from inadequate anesthesia. In speaking with plaintiff's attorney, he reported it appears the alleged event was due to "human error". Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.